Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and prolift was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with extraperitoneal vaginal vault suspension, cystocele, enterocele & rectocele repair with mesh augmentation and cystourethroscopy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy; due to uterine prolapse, pelvic relaxation, stress urinary incontinence, cystocele, and rectocele. Following insertion the patient experienced pain and dyspareunia. It was reported that the patient underwent vaginal exploration with release of tight synthetic mesh straps bilaterally on (B)(6) 2007 due to dyspareunia secondary to tight synthetic mesh straps near the ischial spine. During this surgery, on (B)(6) 2007, the patient also underwent a tonsillectomy. It was reported that the patient underwent vaginal exploration with removal of folded mesh at the apex on (B)(6) 2007; due to midline dyspareunia secondary to folded mesh at midline of anterior vaginal wall/vaginal cuff. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.